Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter had missing segments in the display. The patient took a decreased dose of diabetes medication (actos 45 mg, 20 units humalin r insulin and 25 units humalin n insulin) because of the reported issue with the lfs product. The reading(s) the patient interpreted on the lfs product were not provided. After the product issue started two weeks earlier, the patient reported having a dry mouth. The patient denied receiving medical intervention. The customer care advocate (cca) noted that segments were missing from the reported meter display. The meter and test strips were replaced. The complaint is reported because the patient alleges taking less diabetes medicine because of the reported issue and having a dry mouth, which might indicate the patient had excessive thirst after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.